Manufacturer narrative:
Carefusion file identification: (B)(4). Additional information was requested from the customer regarding patient involvement but the customer has not responded yet. Any additional information provided by the customer will be included in a follow up report. Upon results of investigation, carefusion service technician was able to verify "unit at 100% oxygen and getting 53%." The service technician performed oxygen enrichment test from general checkout and ventilator failed oxygen blending test reading 33.24 % when passing specifications is 55%. The service technician then performed advanced fraction of inspired oxygen (fio2) test; testing revealed solenoid 1 is below the required passing specifications reading 4.16 liters per minute when passing specifications is 5.79 to 6.01 liters per minute. The service technician installed a good known oxygen blender and ventilator passed oxygen enrichment test from general checkout.

Event description:
The customer reported model lap top ventilator 1200 when unit is set at 100% oxygen it is only getting 53%. Blender is out of specifications. Customer verified 56 pounds per square inch (psi) from the wall source.